Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device would not work was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation and repair, it was determined that the device had a bent neuro-tip due to excessive lateral force be placed on the device, damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the craniotome device was not working. During in-house engineering evaluation, it was determined that the neuro tip was bent/damaged. The device also failed the pretest for visual assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.